Event description:
It was reported that customer experienced repeated cgm error messages on pump, identified as error 42, which had occurred multiple times on same pump and had been reported previously. There was no reported adverse impact to the customer¿s blood glucose level. Customer chose to continue using current pump until replacement arrived, and technical support arranged replacement pump shipment under warranty, confirmed shipping address, instructed customer to place problematic pump in storage mode and return it within 10 days using prepaid label, and advised customer to manually enter pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.